Event description:
It was reported that the customer was admitted to the hospital for low blood glucose levels. The customer experienced high blood glucose levels prior to hospitalization and she stated that when she changed her infusion set her tubing was crimped and the insulin pump did not deliver the insulin properly. The customer treated herself for the high blood glucose levels then her blood glucose levels went very low and she had to be hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.